Manufacturer narrative:
(B)(4). Manufacturing date- 06/09/2011- 06/10/2011. Evaluation summary: the device was returned for evaluation. Visual inspection and functional testing were performed. Visual inspection showed no signs of physical abnormality. A functional leak test was performed and did not reveal holes that indicated that the device leaked. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor elastomeric device leaked. The reporter stated that the device leaked at the connection of the ¿needle and the luer connector¿ during the infusion of deferoxamine. There was no patient injury or medical intervention. No additional information is available.